Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: adverse event/ damage visual inspection: neck fix bolt l80 sst was received at us cq. Upon visual inspection at cq, it is observed that there were few scratches and some discoloration at multiple spots on the surface of the device. Device failure/ defect found? Yes dimensional inspection: dimensional inspection of the received device was not performed at cq due to the nature of the complaint received. Document/ specification review: the following relevant drawings were reviewed during investigation: -bolt, femoral neck system no design issues were found which can contribute to this complaint condition. Complaint confirmed? No investigation conclusion: a visual inspection, and document/ specification review were performed as part of this investigation. The complaint cannot be confirmed. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot mentioned lot# (1l79406) belongs to component part 60123890. Allocation to the finished device lot# could be done based on the sap system. Part: 04.168.000s lot: 2l69583 manufacturing site: grenchen release to warehouse date: dec 17, 2018 expiry date: nov 30, 2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the removal of femoral neck system on (B)(6) 2019 due to the femoral head fell onto varus. Original implantation date was on (B)(6) 2019. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. No further information is available this report is for one (1) femoral neck system plate 1 hole - sterile. This is report 2 of 4 for complaint (B)(4).